Event description:
During a pre-use check the 02 gas module emitted an acrid odor. No patient injury occurred. Alarms, high airway pressure alarm and pressure was varying. The unit's 02 module was removed as it had smoke coming from it. The gas module has been replaced and tested within manufacturer's specifications and returned to service. This report was now provided by the user prompted by another gas module failure recently.